Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit will not turn on. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 12nov2018. Philip's technician replaced the power supply to correct the issue.

Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 29nov2018. The results of the failure investigation concluded that a component failure prevented the power supply from operating on alternating current power.